Manufacturer narrative:
(B)(4). The product associated with this report will not be returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage, pain, reflux, and dysphagia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or catalog number. Device labeling addresses the reported event of the band slippage, pain, reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Healthcare professional reported a removal of a lap-band system due to "possible gastric prolapse." Event was first noticed when the patient complained of "abdominal pain, gerd, regurgitation,and dysphagia."